Event description:
It was reported that during device unpackaging and prior to use the balloon was noted to be longer than the stent implant; the device was not used. There was no patient involvement. Additionally, the balloon appeared to be 15 or 18 mm and the stent was only 8 mm. The stent delivery system was intentionally cut/detached at the hub by the site. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The oversized balloon was unable to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.